Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Event description:
It was reported that the lead was repositioned. Following that, the physician was unable to engage the set screw initially but finally did. The lead and device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was repositioned. The lead was repositioned due to inadequate thresholds. Following that, the physician was unable to engage the set screw intially but finally did. The lead and device remain in use. No patient complications have been reported as a result of this event.